Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint.

Event description:
The customer's mother reported a blank display after the customer fell on the floor. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.